Event description:
It was reported when using the bd vacutainer® one use holder there was molding defect (short shot). The following information was provided by the initial reporter. The customer stated: "the holder was deformed and could not be attached to a tube."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd received 1 sample and 5 photos from the customer in support of this complaint. A visual examination of sample and photos was performed and, the customer's indicated failure mode of deformed holder was observed. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided.

Event description:
It was reported when using the bd vacutainer® one use holder there was molding defect (short shot). The following information was provided by the initial reporter. The customer stated: "the holder was deformed and could not be attached to a tube."